Manufacturer narrative:
Pump passed prime, displacement and basic occlusion test. Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.